Event description:
Reportable based on analysis completed (B)(4) 2013. During the index, it was noted that crossng difficulties occurred. The lesion being treated was located in the left circumflex (cx). The physician was unable to cross the angulated and calcified lesion with a 4.0x38mm taxus liberte stent. Severe resistance was encountered. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the balloon was tightly folded, with no indication of positive (inflation) pressure. There were flared struts on the proximal end of the stent. The outer diameter (od) of the stent and distal cone profile were measured with a calibrated laser micrometer. All measurements met specification. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The reported crossing difficulty and insertion difficulty could not be confirmed via product analysis; however, there was no evidence of any material or dimensional deficiencies that could contribute to the reported events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).